Event description:
The customer reported that during procedure preparation his olympus evis exera iii video system center was displaying both a b30 and a e216 scope communication code. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. Neither the b30 nor the e216 scope communication error was present. However, it was noted that no image was available during testing. The customer has received a loaner device in the meantime to be able to continue cases. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The phenomenon was not reproduced according to the inspection result of the service. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the intended procedure was completed without any patient harm. No further details were provided.